Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 20mm aortic mechanical valve, the valve was too large for the annulus due to abnormal coronary ostia. Therefore, the valve was explanted and replaced with an 18mm aortic mechanical valve of the same model. The physician reported there was no issue with the mechanical valve and no additional adverse patient effects were reported.